Event description:
Reporter indicated that patient underwent vns therapy system explant surgery due to an infection. Attempts to obtain additional information regarding the event have been unsuccessful to date.

Manufacturer narrative:
Manufacturing records for both the pulse generator and lead were reviewed. Review of manufacturing records for both the pulse generator and lead confirmed sterilization prior to distribution. Vns therapy labeling lists infection as a potential adverse event, possibly associated with surgery.

Event description:
The patient underwent vns re-implant on (B)(6) 2015.